Event description:
The manufacturer was notified of a mitroflow valve that was explanted after (B)(6) years from a (B)(6) male patient. The patient was on hemodialysis. The warnings and precautions in the mitroflow valve instructions for use (IFU) indicate "clinical experience described in the medical literature suggests that juvenile patients or patients who are undergoing chronic hemodialysis, who have parathyroid disease or impaired calcium metabolism, or who are 55 years of age or less may experience accelerated calcification of bioprosthetic heart valves." Furthermore, the individualization of treatment section in the IFU states: "specific patient populations - clinical experience described in the medical literature suggests that juvenile patients or patients who are undergoing chronic hemodialysis, who have parathyroid disease or impaired calcium metabolism, or who are 55 years of age or less may experience accelerated calcification of bioprosthetic heart valves. Risks and benefits of using glutaraldehyde-preserved bioprosthesis in these patients should be carefully weighed by the physician when selecting the appropriate valve replacement for patients with one or more of the above factors."

Manufacturer narrative:
Device currently in transit back to the investigation site. Device history record review was completed. Upon receipt, morpho-histological analysis will be performed on the valve. Method: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Results: no definitive results at this time. Conclusions: no conclusion can be drawn at this time as device is currently in the process of being returned for evaluation. However, the patient's young age and treatment with hemodialysis likely contributed to the event as indicated in the IFU.